Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the device was put on the patient on (B)(6) 2014 at 4pm. At midnight, a sample of blood gas was done. During flushing, a catheter leakage ws noticed just above the basis. The physician decided to removed the device.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.